Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Were there any issues experienced with the device in the initial surgical procedure? No. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the last quarter. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Were there any issues with device use/firing? No. Were there any unusual sounds heard during the firing? If so, please describe. No. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was a complete transection of the white breakaway washer visually confirmed? Yes. Can more information be provided on the tissue donuts? Except than they were really thin, not really. How was the leak identified? Started with a high fever. How as the leak addressed in the reoperation? Colostomy. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. No. What is the current status of the patient? Getting better and better.

Event description:
It was reported that during a sigmoid resection seeding case with a powered circular stapler, the donuts were pretty slim but after some leak tests everything was fine. All the firing process was held perfectly. Four days after, the anastomosis cracked up and the patient had to undergo a new surgery. We don't know if it's the device's fault.